Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported a leftt side capsular contractures, baker grades ii/iii, rippling of the implants. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Wrinkling of the skin: crease flat observed. Additional observations: no other observation observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contractures, baker grades ii/iii, rippling of the implants. Device has been explanted.